Event description:
Major pump unit(s) involved: external control system failure.percutaneous lead/driveline fracture.specific component(s) involved: driveline malfunction.driveline fracture causing pump to intermittently stop, pump started when placed on battery power.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): replacement of external controller.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction.